Manufacturer narrative:
Investigation date: 07/01/2016. An investigation of kangaroo joey was performed for the reported condition of the unit over delivering. The unit was triaged and tested. The reported condition could not be confirmed. Kangaroo joey was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit over delivers. No further details could be provided.